Manufacturer narrative:
The device was returned for analysis. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported difficult to remove and failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported slight popping sensation was confirmed. However, based on manufacturing engineering review, slight popping noise is normal as long as the foot deploys and retracts while opening and closing the lever. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1 - phone number: updated from (B)(4) to (B)(4). G2 - report source: distributor/importer removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017 clarifier: against resistance

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, after completing steps 1 to 4, an attempt was made to remove the device, but it could not be removed due to tension, causing it to get stuck. The lever was repeatedly returned several times, but this did not resolve the issue. Since the device could not be removed, it was forcibly removed, and it was found that the foot (upper side with the abbott mark) was slightly protruding. The lever was reported to be fully returned. Hemostasis was not fully achieved, so manual compression was used to stop the bleeding. No complications were observed. Upon examining the removed device, no noticeable adipose tissue or thrombus was found. Additionally, when the protruding foot was pressed, it retracted with a slight popping sensation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.